Event description:
A report was received that during the patient's explant procedure one of the leads broke and two of it's contacts came off and remained outside of the epidural space. The contacts were not retrieved.

Event description:
A report was received that during the patient's explant procedure one of the leads broke and two of its contacts came off and remained outside of the epidural space. The contacts were not retrieved.

Event description:
A report was received that during the patient's explant procedure one of the leads broke and two of it's contacts came off and remained outside of the epidural space. The contacts were not retrieved.

Manufacturer narrative:
Additional information was received that no further course of action of the two contacts left inside the patient. The leads were cut during the explant procedure. Damage to the leads is a result of a typical explant procedure lead sn (B)(4) distal end was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).